Event description:
(B)(4). I was implanted with essure coils on (B)(6) 2013 at (B)(6). My follow-up hsg (B)(6) 2013 showed one tube successfully blocked, one tube patent, the coil having migrated and embedded in my uterine tissue. The embedded coil caused chronic pelvic pain leading to total hysterectomy (B)(6) 2015. I have also experienced recurring shingles which I believe is an effect of the chronic inflammation caused by essure compromising my immune system.